Manufacturer narrative:
An event regarding a disassembly issue involving a accolade tmzf femoral rasp size 2 was reported. The event was confirmed by the functional testing of the device. Method and results: device evaluation and results: a visual inspection confirmed that a burr had been deformed and was partially obstructing the rasp's slot where the handle's mating protrusion would enter. A functional inspection confirmed that the rasp was difficult to mount and difficult to remove from the returned handles, but was successfully mounted and removed with normal hand pressure. The required effort was reduced each time the mounting and removal was repeated. It appears the burr that had been partially obstructing the rasp's mounting slot was the cause of the difficulty in mounting and removing the handles, and with repeated uses the burr was starting to wear away. This was further confirmed by attempting to mount and remove other rasps onto the two handles. This was performed easily and with no resistance pointing to the returned rasp's damage as the cause of the event. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: a device history review could not be performed as a lot code was not provided, nor could it be identified from the returned part due to damage. Complaint history review: a complaint history review for similar events for the manufacturing lot could not be performed because a valid lot code was not provided nor could it be identified from the returned part due to damage. Conclusions: the investigation concluded that the cause of the event was due to rasp damage due to an inappropriate impaction of the rasp with a hard object. This is a misuse of the device as the rasp is not intended to be impacted directly. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that when the broach was pulled out from the medullary cavity of a bone, the broach was incompletely fitted and the handle was not grasped the broach. Therefore the broach handle was hit with hammer. After this, the broach and the handle were fitted and broach was able to be pulled out.